Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that pump error 15 reappeared on the insulin pump. Customer's blood glucose level was 70mg/dl. Customer called back to troubleshoot and reported that he also received error 4 and battery failed alarm. Customer was able to rewind the pump. Insulin pump will not be returned for analysis.